Manufacturer narrative:
This product remains implanted and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances measuring above 2500 ohms, with undersensing, high pacing thresholds, noise, and suspected loss of capture with an atrial rhythm of 30 beats per minute caused by a lead fracture. Technical services (ts) was consulted, and programming options were advised. The physician opted to perform the programming enhancements. No additional adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedances measuring above 2500 ohms, with undersensing, high pacing thresholds, noise, and suspected loss of capture with an atrial rhythm of 30 beats per minute caused by a lead fracture. Technical services (ts) was consulted, and programming options were advised. The physician opted to perform the programming enhancements. No additional adverse patient effects were reported. This lead remains in service.